Event description:
During insertion, the clear plastic covering over where the two tubes meet slipped down and they were unable to place the prod.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review showed no other similar prod complaint file(s) from this lot.